Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the small battery drive device had no power and was not working. It was reported that there was a 15 minute delay to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subsequent follow-up with the reporter, additional information was received. It was reported that the type of surgery was an "open reduction internal fixation" procedure. The patient outcome/current status was reported to have no adverse reaction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 14, 2017 on the previous report. It has been updated as mar 1, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the handpiece ran slowly due to liquid coming out of it. It was noted that after drying it, the device passed all tests, however, liquid was still visible during its performance and residual liquid was found in the gear. Therefore, the reported condition was confirmed. It was further noted that the device was probably immersed in an aqueous solution or an ultrasonic bath or the user did not follow the dry time after automated cleaning or sterilization (instructions for use). The assignable root cause was determined to be due to improper reprocessing, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.